Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the gui alarm. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the 840 ventilator's screen went white. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.